Event description:
It was reported to the manufacturer that the vns pt's device showed high lead impedance during diagnostic testing at an office visit. There was no known pt manipulation or trauma to the device site that could have contributed to the reported event. The pt's device has been disabled by the physician. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(4) 2012 when it was discovered that the vns patient had undergone a full revision surgery on (B)(6) 2012. The leads were replaced due to high impedance and the generator was replaced due to prophylactic reasons. The explanted products could not be returned to the manufacturer for product analysis as the hospital does not return explanted devices.